Manufacturer narrative:
B5: added additional information regarding devices return status.

Event description:
The device was discarded and will not be returned.

Event description:
An impella 5.5 device was placed via a left surgical arterial approach in a 50-year-old male patient admitted for cardiomyopathy, presenting in society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock. Prior to placement of the impella rp and impella 5.5, the patient had received hemodynamic support with an intra-aortic balloon pump (iabp) and extra-corporeal membrane oxygenation (ECMO). Additional underlying medical history was not shared. The patient was placed on an impella rp flex and an impella 5.5 to provide biventricular mechanical circulatory support. During support, plasma-free hemoglobin was reported to be significantly elevated, raising concern for hemolysis, which was presumed to be associated with impella rp flex support based on the available information. In response to ongoing clinical instability, both the impella rp flex and impella 5.5 were removed, and the patient was re-cannulated for veno-arterial ECMO (va-ECMO) support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.